Manufacturer narrative:
The battery cap has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the pump had power loss issues and the patient had a blood glucose (bg) of bg 500 mg/dl. During troubleshooting, it was noted that the threads on the battery cap were stripped and the cap would not attach properly to the pump. There was no damage to the battery compartment. The patient received no unusual treatment and remained on the pump. This complaint is being reported as the patient experienced hyperglycemia related to the damaged battery cap.